Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The alarm could not be duplicated. The customer was asked to send in their detachable battery. After receiving detachable battery, the alarm was duplicated. The detachable battery was replaced to address the issue. Additional findings not related to the issue include multiple debug error codes for which the system power management board was replaced to address the issue. In addition, the unit currently has software version 1.06.05.00 which is not authorized for use in the united states. Will install most current software version 1.05.06.00 that is authorized for use in the united states."